Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. A visual inspection of the first returned photo noted that a needle was held to the camera disengaged from any suture. The condition of the needle could not be reliably evaluated. The second photo noted two open foil pouches matching the reported product information, one suture, and three needles. The three needles were observed to be disengaged from any suture. The suture material could be observed within the swage of one of the needles, indicating the suture broke at the swage. The third image noted two needles disengaged from any suture. The suture material could be observed within the swage of one of the needles, indicating the suture broke at the swage. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y); cl-915, cl-915 polysorb* 1 vio 90cm gs24 x36, (lot # a4e1810y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during suturing, the connection of the needle and the thread of eleven sutures broke. Another device was used to complete the case. There was no patient injury.